Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger. Product ID: 97754, serial# (B)(4), product type: recharger. Analysis of the returned desktop charger (B)(4) found that the cable assembly had broken connector pins. (B)(4).

Event description:
Information was received from a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that connector pin was loose. It was noted that the green light on the desktop charger was on when plugged into the wall. The desktop charger had a bent connector pin. The ins was completely depleted because the patient was not able to charge the ins. No out of box failure was reported. No symptoms or medical/therapy problems were reported. The desktop charger was replaced. Additional information was received from the patient. It was reported that she got the replacement desktop charger by when she said the pin was bent she meant that the spot on the recharger that the connector pin plugged into was bent. The patient was still not able to charge her recharger. The recharger was replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.